Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed as soon the ventilator device gets connected to o2. The customer did not report when exactly this event occurred. Based on the available information, this event must have occurred at one of the following occasions. The o2 input test is a standard part of the pre-operational check and will be performed when the breathing circuit is replaced and the device gets prepared for the next patient. In addition, the o2 input test is also part of the service software that is performed during maintenance. The alarm was observable. Te 231008 (o2valveleak). The device log files were provided to hamilton. This malfunction was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed as soon the ventilator device gets connected to o2. - the customer did not report when exactly this event occurred. Based on the available information, this event must have occurred at one of the following occasions. The o2 input test is a standard part of the pre-operational check and will be performed when the breathing circuit is replaced and the device gets prepared for the next patient. In addition, the o2 input test is also part of the service software that is performed during maintenance. - the alarm was observable. Te 231008 (o2valveleak). - the device log files were provided to hamilton. - this malfunction was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. 2024/08/19 a detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a potentially reportable event. No patient, user or third party harm was reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in start-up mode. The root cause of the ventilator to alarm with "technical event:231008" was determined to be a defective o2 mixer assembly which was replaced. After the replacement of the component no further issues were detected.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed as soon the ventilator device gets connected to o2.- the customer did not report when exactly this event occurred. Based on the available information, this event must have occurred at one of the following occasions. The o2 input test is a standard part of the pre-operational check and will be performed when the breathing circuit is replaced and the device gets prepared for the next patient. In addition, the o2 input test is also part of the service software that is performed during maintenance. The alarm was observable. Te 231008 (o2valveleak). The device log files were provided to hamilton. This malfunction was reproducible. - there is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.